Event description:
Per the clinic, the patient experienced a (B)(6) infection near the implanted device. The patient underwent a surgical procedure approximately one week before (B)(6) 2012 (exact date not reported). The wound was treated with a betadine and bacitracin solution, and the implanted device was moved superiorly under the temporalis muscle. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012. The patient was reimplanted with a new device on (B)(6) 2013. This report is filed (B)(4) 2013.